Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08325. It was reported the patient had been scheduled for an scs explant and the reason was unknown. Attempts were made to reach the patient but were unsuccessful. A search was made in the manufacturer's system and no other complaints were found related to the patient.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.